Event description:
Procedure unknown. Reportedly, during preparation for surgery, the device was connected and self activated. Follow up investigation by valleylab confirmed the self activation.

Manufacturer narrative:
One e2516 pencil was returned for evaluation. The sample was self keying in the cut mode when tested. The plug was checked and found to be acceptable. The problem was found to be in the switch assembly due to an improperly pierced power bus. The switch overmold material filled the hole underneath the cut leg isolation pierce on the powerbus and allowed the cut leg to contact the main powerbus. By pushing on the switch assembly the cut function became intermittent. The device history record indicated that the cut leg was acceptable during the build of this lot. This is considered an isolated incident as no other entries for this lot number were found and to date there are no other confirmed reports of this nature.